Event description:
The customer reported the system freezes up during fluoro. The image will not transfer from the left to right monitor. The system prints afer saving image from foot pedal. This is an intermittent issue. No pt injury was reported.

Manufacturer narrative:
The ge service rep was unable to duplicate the issue. He checked the quad output power supply on the system...checks good. He removed and replaced the footswitch and the controller pcb and tested the system for over an hour, the system is running as intended.